Event description:
The customer received questionable ferritin results for one patient when compared to another methodology. The result from the cobas e411 was 682.40 ng/ml. The result using a beckman coulter analyzer was 334.6 ng/ml. Information was requested concerning which result was reported outside the laboratory or if the patient was adversely affected, but was not provided. The ferritin reagent lot number was 170568. The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause based on the provided data. As all values measured for this patient on the cobas e411 show values around 600 ng/ml, the result generated was assumed to be correct and a general instrument or reagent issue was excluded.